Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set kinked tubing event on (B)(6) 2025. Infusion set was used for 4-6 hours. Blood glucose level was between 400-455 mg/dl at the time of the event. Therefore, patient took correction injection via multiple daily injection (mdi). Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-11587. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6010347 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code tubing is damaged (e.g. Kinked, deformed, twisted, collapsed or pinched). Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6010347 was manufactured according to the wi version 120.0 manufactured in the line 3, on 20/nov/2024, with a total of (B)(4) units. Gluing tubing: the lot 4l01241 was assembled according to wi version 12 on-line inspection for gluing tubing inset 1 in igtl01 on 11 nov 2024, with a total of (B)(4) units. The lot 4l04023 was assembled according to wi version 65.0 on-line inspection for gluing spot curing area in sc09 on 20 nov 2024, with a total of (B)(4) units. The lot 4k05893 was assembled according to form version 2.0 sample size inspection for inset tubing line itl03 26 oct 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 08/jul/2025 against malfunction code tubing is damaged and lot 6010347 and no other complaints has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.